Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated patient with this device experienced on or about (B)(6) 2022 the patient had an altis implanted to treat urinary incontinence. The patient subsequently suffered complications associated with the mesh including erosion, bleeding, infections, pelvic floor dysfunction, pelvic pain, vaginal pain, dyspareunia, urinary urgency problems, scarring, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention and removal of mesh on (B)(6) 2023.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated accordingly. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. B3: estimated date.

Event description:
Additional information was received on 08-24-2024: the patient reportedly had vaginal bleeding, malodorous discharge, palpable mesh on the right vaginal wall. The patient's partner complained of pain and scratching during sexual intercourse. There was significant sling exposure. The pathology report from the sling excision stated: two irregular fragments of firm, mesh gray-brown material measuring 5.2 x 0.8 x 0.5 cm and 1.7 x 0.3 x 0.2 cm. Both fragments are frayed and ragged with exposed white plastic fibers.

Event description:
Additional information was received on 09-24-2024 was reported to coloplast, though not verified: the patient experienced urinary tract infection, fever, chills, abdominal cramping, dizziness, increased shortness of breath, edema of abdominal wall, fecal incontinence, constipation, dysuria, frequency, retention, post void dribbling.

Manufacturer narrative:
Correction: e0112 and e0717 removed. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding dizziness, shortness of breath and constipation. There are no clinical studies or literature to support a specific causal relationship between altis and constipation, dizziness, and shortness of breath. In this case, altis or its implantation procedure is not related to the shortness of breath or dizziness. Constipation may be related to the procedure of mid-urethral sling as any surgical procedure involving the abdominal or pelvic area. It is considered a normal non serious postoperative complication that typically resolves within a few weeks. No further action or corrective action is required at this time.